Event description:
The customer reported a missed antibody while testing on tango optimo. The missed antibody was an anti-k. The sample that had caused the allegedly false negative test result was sent to us for quality control, but none of the supposedly defective product was returned. Testing of this sample as well as testing on the affected tango optimo is still ongoing. We will send our final report as soon as testing is completed.

Event description:
The customer reported a missed antibody while testing on tango optimo. The missed antibody was an anti-k. The patient sample that had caused the false negative test result was sent to us for investigational testing, but none of the supposedly defective product has been returned. Therefore our quality control laboratory tested the patient sample with the retained sample of anti-human-globulin. The sample reacted correctly positive. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. An in depth inspection of the affected tango optimo revealed suboptimal alignments of the washer unit and the right pipettor probe at the coombs position. Readjustment of these modules resulted in elevated reaction strength of the solidscreen ii positive control (4+ instead of 2+) as well as positive results of samples previously (prior adjustment) tested negative. The reported problem was found to be instrument-related and could be corrected by technical service.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.